Event description:
Blood leaking from the bottom of the tracecart near the wheel area. The user facility checked to see if the lid was sealed properly. The tracecart was removed from the hosp and destroyed. Unknown tracepak numbers, however, all use the same base. Complaint filed on the most used tracepak at this hospital.